Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient had experienced the infusion set tubing had been blocked event on 03-mar-2026. The site location was the lower abdomen. The blockage is located in the tubing. No further information available.